Event description:
Same event as MFR report #2134265-2008-02458. It was reported that following a coronary artery stenting treatment procedure thrombosis occurred. The initial procedure was emergent due to myocardial infarction. The target lesion was in the right coronary artery (rca). The physician implanted a 4.0x28mm promus drug eluting stent (des). "Clot" was aspirated from an unspecified location with an unspecified device and the pt was sent to the ICU. At 6 hours later, thrombosis was discovered in an unspecified location. The physician implanted a "4.0" liberte bare metal stent (bms) "proximal" and a "3.5" taxus express2 des "distal". The following day, "the artery" was completely closed off again, "collateral to left side going to the pda". The physician implanted a balloon pump. The pt was reported as being "currently stable". Despite multiple attempts to request add'l clinical info, no info has been received.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review of the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.